Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to noise issue include: 1.possible that too much current is running through the motor of the saline pump causing the motor to run faster and louder. 2.the gamma might have bent causing the unit to run louder due to vibration of the saline line. 3.the coag setting may have been set at a higher setting causing the saline line to vibrate more and causing the wheel to run louder than usually. 4.the saline bag may have been low of saline causing the tubing to vibrate and cause the wheel to sound as if there was an issue with the irrigation part of the system. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder surgery, the device was making a loud noise. No back up device was available. No delay or patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. The returned device was tested using a known good compatible wand which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to noise issue include: 1. The stator cover of the pump may have been making contact with one of the screws used to hold the cover in place creating a metallic noise. 2. The saline tube may have been loaded incorrectly causing the saline tube to vibrate more causing the motor to run loader than normal. 3. Possible that too much current is running through the motor of the saline pump causing the motor to run faster and louder. 4. The saline bag may have been low of saline causing the tubing to vibrate and cause the wheel to sound as if there was an issue with the irrigation part of the system. There were no indications to suggest the device did not meet product specifications upon release into distribution.